Event description:
Foley placed. When balloon inflated, discomfort noted by pt. Balloon in urethra. Attempted to deflate balloon. Unsuccessful with syringe and with cutting above lock. Pt taken to i.c.u. For removal under sedation. Syringe used to deflate balloon, accessed thru scrotum.